Event description:
It was reported that the patient required revision surgery two years postoperatively due to screw back-out. There were no surgical delays and no foreign bodies were retained. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: unk; tibial component; unk, unk; femoral component; unk. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information the following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Additonaly, section h4 was corrected. Visual examination of the returned product reveals that the device exhibits signs of use (gouges). Visual inspection of the screw found the threads are damaged therefore no function gage used, unable to confirm if reason for backing out. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.